Manufacturer narrative:
(B)(4). Visual inspection of the incident sample found eschar in the tube and on the outside of the device. The sample was bent and the insulation was split and melted. The sample failed hipot testing. The damage was most likely caused by the accumulation of eschar and the high output settings during use. The instructions for use recommend starting at very low output settings and cautiously increasing the power until the desired effect is achieved. The electrode should be wiped clean during use.

Event description:
The customer reported that during a thoracic procedure, the tip of the extender melted. Nothing fell into the pt cavity. There was no pt injury. The concomitant forcefxc generator was set at 120 watts. The site biomed tested the generator following the procedure and found it to function properly. The incident device failed hipot testing during initial evaluation.